Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) was unable to reproduce the customer's reported issue and replaced the executive processor paper circuit board (pcb) as a pre-cautionary measure.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found codes 11 and 112 in the fault log. The executive processor pcb was replaced. The stm completed all safety, functionality, and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. No patient harm, serious injury, or adverse event was reported.